Event description:
Consumer complaint of low blood results. Expected blood glucose results range from 140 to 150 mg/dl. Comparing results to other undisclosed meter. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call ((B)(6) 2013; 2:38pm) with results of 136 mg/dl and 130 mg/dl. Test strip lot MFR's expiration date is 01/31/2015. Recall test results performed from meter memory: (B)(6) ; 1:00pm - 157mg/dl; (B)(6) ; 08:53am - 73 mg/dl (fasting); (B)(6) ; 4:50am - 56 mg/dl (fasting); (B)(6) ; 12:12am - 89 mg/dl (fasting); (B)(6) ; 9:32pm - 170 mg/dl; adverse event not reported.

Manufacturer narrative:
(B)(4). Product not returned for eval. Most likely underlying root cause: user had inaccurate reference. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification. ((B)(6) 2013).